Event description:
Insulin infusion set broke when removed, leaving a part of the cannula in their stomach. Pt reported that this has happened two times (date of first incident was not provided). Pt self-treated by putting neosporin and a band-aid on the area. Pt indicated that there were no visible signs of infection.